Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon checking the patient in the hospital high, out of range, pacing lead impedance was observed. The lead was capped and replaced. The patient had no adverse events before, during or after the procedure.